Manufacturer narrative:
The customer¿s experience with power cords coming out of the housing at the connector end to the pc unit was confirmed on 30 of the 78 returned power cords during the investigation. One of the separated cords was identified as a non bd (third party) power cord. The other 48 power cords had abuse related damage or no damage at all. The majority of the power cords were identified over 5 years old, showing a date code of 1425 (2014, 25th week). The separation of a non bd (third party) power cord is indicative of the customer¿s unintended use and/ or abusive use of the part. Scar # 17-i011 was opened in 21 apr 2017 to address associated issue related to the sheath on the power cord pulling apart where it attaches to the pcu, exposing the wires and requiring replacement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the cord appears to be coming out of the housing at the connection to the pc unit where he would expect to see adhesive to secure the connection. The covered wires within the power cord are exposed to view.